Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant aortic extension stent graft was implanted in a patient for the endovascular treatment of an unknown diameter abdominal aortic aneurysm. There was a pre-operative aneurysm rupture, and the stent graft was used in conjunction with a chimney parallel graft. It was reported that during the index procedure, a balloon expandable bare stent was implanted in both renal arteries, and then the chevar was performed. During balloon inflation inside the bare stent, the 6 fr guiding sheath, located at the proximal region of the endurant suprarenal stents, was pulled and one of the anchoring pins became inserted into the guiding sheath. The physician determined that it was impossible to detach the sheath, and decided to cut it off. The tip of the guide wire inside the guiding sheath was led into the right femoral artery, and the root of the guiding sheath was cut off. The cut sheath was then led to the left axillary artery together with the end of the guidewire. A snare was inserted from the left femoral artery to the left axillary artery, and the guidewire was held at the same part. The guiding sheath was then inverted and pulled into the aorta. A 24fr non-medtronic sheath was inserted from the left femoral artery, and the issue was resolved by cutting and removing the guiding sheath with an arthroscopic scissors. As per the physician, the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.